Event description:
It was reported that upon accessing pulse generator measured data, the message -data not read- appeared. Previous measured data from (B) (6) 2009 was 2.72 v, 7 ua, and 8 kohms, indicating 12-19 months remaining longevity to elective replacement indicator with 100 percent pacing.